Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an error during pre-use checkout that results in an inability to initiate mechanical ventilation. There was no patient involvement.